Event description:
The patient is a 64 year old female who had a 3 year history of pvcs for which she was treated with a beta blocker. She had covid in december which made her symptoms worse. On (B)(6) she presented with shortness of breath and palpitations. She was found to have tri-fascicular block and exercise-induced 2:1 av block. A pet scan suggested sarcoidosis. On (B)(6) she underwent placement of a dual-chamber pacemaker and aicd. The device was tested and found to be functioning properly. Following discharge, she began to experience palpitations. She was placed on telemetry where it was found occasional p-waves were not tracked. The device was checked by ep and no malfunction was found. She followed up with her provider on (B)(6) who put on a ziopatch monitor for two weeks. On (B)(6) she was re-admitted with complaints of palpitations and lightheadedness. On the monitor, her lowest heart rate was 34 bpm. Because of pacemaker malfunction, on (B)(6) 2023, the pulse generator was changed and the rv pacing lead was removed and replaced. The original device and lead were sent to the manufacturer for analysis. The patient was discharged home on (B)(6). Nothing in the enclosed report constitutes an admission of any kind that the hospital or any of its employees or affiliated personnel caused or contributed in any way to the occurrence or any harm set forth in the report or that the hospital or any of its employees or affiliated personnel caused or contributed to any alleged medical device malfunction. Reference report: mw5119796.